Event description:
It was reported that the pt's implantable neurostimulator was unable to communicate with the recharger (overdischarged). A power on reset (por) was experienced. The por was cleared and the pt was able to recharge. Additional info reported that several months later, the pt experienced stimulation in the wrong location. The pt experienced their stimulation in their ribs. The change in stimulation was noticed after a fall. It was later confirmed that a lead was not working.

Manufacturer narrative:
(B) (4)